Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens was removed because it was not possible to implant correctly. Per the surgeon, the lens delivered in the wrong position, with too much pressure and resulted in bleeding of the pt's eye. Additional info was received from the surgeon who reported that during implantation, the lens initially delivered "very hesitant", but suddenly ejected with active force, striking the iris at the six o'clock position. The lens was recovered from the pars plana access along with vitreous body [vitrectomy]. The surgeon stated that the bleeding occurred in the chamber angle. The pt was treated with corneal and paracentesis sutures during bulbous hypertension [increased iop], intake of healon, and local and systemic steroids. The surgeon added that possible insufficiency of the ciliary body contributed to the event. The surgeon indicated the use of an unapproved lens/cartridge/injector combination. The pt remains aphakic, and a secondary iol implantation is planned.

Manufacturer narrative:
Eval summary: the product was returned for analysis, haptic and optic damage was observed. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The reporter used an unapproved lens/cartridge/injector combination. The root cause is most likely related to a failure to follow the dfu. The use of unapproved product may result in lens deliver difficulties or lens damage. There have been no other complaints reported in the lot number. (B)(4).